Event description:
The customer obtained 237 mg/dl and 198 mg/dl within 10 minutes on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.